Event description:
It was reported the patient¿s mother is having seizures and wants to turn their implantable neurostimulator (ins) off. It was reported they are unable to communicate and make adjustments with or without the antenna attached. It was reported that one day prior to report the patient was in the ER but was sent home because they were told ¿nothing was wrong with the patient¿. It was report on the day of report the device was ¿vibrating their whole body¿ and they had a ¿mini stroke, seizure, we don¿t know¿. It was noted they could feel the implant vibrating when they were having the seizure. It was reported the patient was implanted ¿a couple months ago¿. It was reported they were attempting to turn of stimulation but are not getting a connection.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead.

Event description:
Additional information corrected the patient's name.

Manufacturer narrative:
(B)(4).